Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6.2 pocket e4 not detected on bus. Customer stated that correct device could not be selected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. Upon arrival, a field service engineer found that auxiliary half height drawer 6.2, cubie e4, was showing as failed. The pharmacist logged in and successfully recovered the cubie. An inventory of the same cubie was then completed by the pharmacist, and it passed without issue. The system functioned as intended after the field service engineer repaired the device.